Manufacturer narrative:
Results: inherent risk of procedure (fever). Cause of event is unknown. Conclusions: cause of event is unknown.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.0 cm fusiform aneurysm was reported with infra-renal angulation of 40 degrees. Proximal aorta was 24 mm in diameter and 32 mm in length. Distal aorta was 19 mm in diameter. Right iliac was 12 mm in diameter and left iliac was 13 mm in diameter. Right femoral was 8 mm in diameter and left femoral was 7 mm in diameter. The right iliac was mildly tortuous with 20% stenosis and the left iliac was moderately tortuous and 20% stenosis. The proximal neck had 10% mural thrombus/calcification. It was reported that the proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximal to the internal iliac arteries. A reliant balloon was used. One day post index procedure, the patient came down with a 101.5 degree fever. The patient was treated with medication for the fever; the fever resolved the next day. The fever was found to be related to the procedure but not the device. No additional clinical sequelae were reported and the patient is fine.